Manufacturer narrative:
Recall - 1627487-05242011-002-r, 1627487-07262012-002-r, 1627487-12192011-003-r & 1627487-07262012-001-c. This ipg serial number was included in multiple field advisories and a field correction. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2, reference MFR report: 1627487-2016-05739. It was reported the patient was experiencing an uncomfortable heating while charging and stopped using and charging her ipg over a year ago. The patient is requesting to have her scs system removed. Reference MFR report 1627487-2013-06844 (burning sensation at ipg site not related to charging) on 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information identified the patient's ipg was explanted.

Manufacturer narrative:
The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-05739.